Event description:
Kink in the middle of the cannula. Out of box. No damage visible at the protector which is over the cannula and no damage of the dilatator.

Manufacturer narrative:
Customer report was confirmed. We received (1) vfem028 cannula with dilator. No protector sheath/tube was returned with the cannula. Cannula appeared not used. Cannula body was pinched/crushed at 45cm proximal from the tip. Photograph was taken. Multiple light indentations were also noted proximal from 60cm mark.

Manufacturer narrative:
Sample not yet received back. No patient injury. Tube appeared to be collapsed from photo. Further investigation is anticipated.

Event description:
Boston scientific crm received information from a boston scientific field representative that this patient was diagnosed with an infection, and passed away during a subsequent surgical attempt to extract the associated leads. It was reported the patient¿s superior vena cava was torn during the use of the lead extraction tool. There were no allegations against this lead.